Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site and was found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl, while wearing the pod longer than 48 hours. The pod¿s cannula was found dislodged and bent, while wearing it on unknown location. For treatment, the parent gave a manual injection, bolus corrections and pod changes.